Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 4. The patient's ultrafiltration reading was 1895ml, indicating the home patient (hp) drained 1895ml more than their programmed fill volume of 3000ml. This information gave a total drain volume of 4896ml which meets iipv criteria. During follow up with the nurse, the nurse stated that the patient was just in the clinic yesterday and did not report previously experiencing any symptoms of overfill. Furthermore, the patient has continued therapy without any patient injury or medical intervention. Product surveillance contacted the patient one month later to retrieve additional information regarding the iipv found during evaluation. According to the patient he was not aware of these drain volumes as he never felt any symptoms. The patient stated he has resumed therapy successfully. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the product analysis lab (pal) evaluated the device and found an instance of iipv for therapy date in 2009, during cycle 4. Based on review of all available therapy log data, the most probable cause was determined to be insufficient drain, one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be sent to service area for servicing. CAPA is currently open for the reportable malfunction of iipv/over-delivery.